Event description:
It was reported that there was noise on the device. The patient has chronic a-fib which may be masking noise on the atrial channel. There is a question on potential electromagnetic interference. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 3 - ventricular nst<=170 ms average v-cycle between (B)(6) 2011 08:38:20 and (B)(6) 2011 08:24:24.